Event description:
A report or iritis associated with lens wear was received from a consumer. Medical attention was sought for pain that was experienced after a lens tore within the right eye. Iritis was diagnosed and an unspecified treatment was given from an emergency room and an ophthalmology department. The patient was treated for 14 days and the issue has since resolved. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Review of the device history record and sterilization record has been reviewed and found to be in compliance. There were no nonconformances or deviations during the manufacturing process which related to the nature of the complaint. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).